Event description:
N/a.

Manufacturer narrative:
Updated data: b4,g2,g3,g6,h2,h10,h11. Corrected data: b3. Aware date updated ( 11/10/2021).

Manufacturer narrative:
Updated fields: b4, e1 (site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: b5, h6 (health effect ¿ impact codes ).

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic connector. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and observed that the fiber optic connector was broken. To fix the issue the fse replaced the cbl assy,fo sensor extension (0012-00-1562) and the screw kit, cardiosave f-o. Connector. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic connector. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.